Event description:
A coronary stent with delivery system was successfully advanced to the target lesion site in the pt's mid-right coronary artery. The delivery balloon would not inflate above 3 atm of pressure, resulting in partial expansion of the stent at the target lesion site. The delivery system was withdrawn from the pt without complication and another balloon catheter was inserted to fully expand the stent at the target lesion site. There were no clinical sequelae reported relative to the event.